Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table. The technician found evidence that the table shrouds and master control board were damaged, and the table's support brackets were bent. The damage observed to the table shrouds and brackets is consistent with items being stored on the base of the table. The root cause of the reported event can be attributed to user error as facility personnel were storing items on the base of the table. The 4085 surgical table operator manual (pg.1-2) states: "warning - do not store items on base - personal injury hazard/equipment damage hazard: failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The technician replaced the necessary components, tested the unit, and found the table to be operating according to specification. The table was returned to service. The 4085 surgical table is not under steris service agreement for maintenance activities. A third-party service company performs all maintenance activities. While onsite the technician counseled user facility personnel on the proper use and maintenance of the 4085 surgical table specifically ensuring nothing is being stored on the table base. No additional issues have been reported.

Event description:
The user facility reported that at the start of a patient procedure, user facility noticed their 4085 surgical table was damaged. The patient was transferred to another surgical table and the procedure was completed successfully. No report of injury.